Event description:
Pt complainted of increasing pain in bilateral knees. Diagnosed with bilateral polyethylene failure with synovitis 2002 - bilateral open synovectomies with exchange of polyethylene spacers.